Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2019, removed and replaced on (B)(6) 2020 due to a tubing fracture by the pump. The implant would not cycle. A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the strain relief of the longer pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed surface abrasion on the strain relief of the longer pump exhaust tubing, and the pump inlet tubing, indicating repetitive contact between surfaces. Microscopic evaluation revealed a burn-like mark on the cylinder 2 bladder adjacent to the cylinder 2 base. No functional abnormalities were noted with cylinder 1, cylinder 2, or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer pump exhaust tubing and pump inlet tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the strain relief of the longer pump exhaust tubing. A separation of this type may then allow the loss of fluid, rendering the device inoperable.

Manufacturer narrative:
A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tube fracture by pump. Implant would not cycle. The device was removed/replaced. Available for return. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.